Event description:
It was reported that (3) ems were used during a hernia procedure. It was reported by the affiliate the instruments had jammed staples. Another instrument was used to complete the case. There was no consequence to the pt.